Event description:
It was reported that the patient was admitted on (B)(6) 2022 after concerns for flow and power elevations the patient noticed around 5 pm on (B)(6) 2022. The patient and the ventricular assist device (vad) were stable. There was no evidence of hemolysis but the patient got a cardiac computed tomography, echocardiogram, and was started on heparin. The patient had a history of pump thrombosis. The vad numbers stabilized and the pulsatility index (pi) was in the 1.6-3.2 range. Log file review showed transient power and flow elevations associated with pi events. The data did not show attributes leading to suspected thrombus within the motor chamber but that did not mean that thrombus was not present in the circulatory loop.

Manufacturer narrative:
Patient's history of previous pump thrombosis reported under MFR #: 2916596-2021-03368. Manufacturer's investigation conclusion: multiple elevations in pump power were confirmed through the evaluation of the submitted log file. However, a direct cause for these elevations could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022, per the timestamps. Multiple elevations in pump power were recorded on (B)(6) 2022 that appeared to resolve by the end of the day. Most of the power elevations were captured during pulsatility index (pi) events. No other notable events or alarms were recorded. The pump appeared to be operating as intended at the set speed. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also explains that pi events cause the device to decrease to its low speed limit and then ramp up to the fixed speed unless another pulsatility index (pi) event is detected. No further information was provided. The manufacturer is closing the file on this event.